Event description:
It was reported, that the patient received five shocks, for an episode of ventricular tachycardia (vt). With four of the shocks noted, to have occurred, when the data suspension algorithm was active. As such, full data was only available for one shock. Which indicated, normal shock impedance. It was noted, that an alert for 0 ohms impedance had been triggered. Therefore, it was suspected that short circuit protection had occurred, within at least one of the four episodes. In which data was not available. Which resulted, in less than the expected high voltage energy being delivered. The firmware was updated for the device. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ((B)(4)), product type: (B)(4), implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.